Event description:
Out of range shock impedance (greater than 150 ohms) seen on home monitoring. Lead to be evaluated in office with postural testing and isometrics. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.